Manufacturer narrative:
Refer to evaluation summary (B)(4) it was reported that during an afib case, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by fluoroscopy and transthoracic echo. A pericardiocentesis was performed and it was reported that approximately 350 ml of fluid were removed. Customer also reported that the patient did not stop bleeding and was taken to the or. The patient was reported to be in stable condition. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was also performed and the catheter passed. Finally, the catheter was tested for carto 3 test and catheter failed since error 106 was displayed. Further examination showed that the force sensor was within specifications. According to the screening test results and the force sensor readings, the improper condition was attributed to a potential pc board issue. However, this is not related with the pericardial effusion. (B)(4) was created to further investigate this. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed since error 106 was displayed, but the root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The following bwi devices were in use: carto 3 ((B)(4)), stockert ((B)(4)), cool flow pump ((B)(4)), lasso nav eco catheter (d134301, 15919492l) and a pentaray nav catheter (d128205, 15888331l). (B)(6).

Event description:
It was reported that a patient, (B)(6) female, underwent an atrial fibrillation (afib) procedure suffered a cardiac tamponade, which required pericardiocentesis. While mapping with the pentaray catheter the catheter was inadvertently advanced into the left atrial appendage and could have been to aggressively manipulate in the left atrial appendage. Five to ten mins later, the blood pressure dropped and 2d echo revealed a pericardial effusion. A pericardiocentesis was performed and customer reported that approximately 350 ml of fluid were removed. Anticoagulation was reversed but due to other medications the patient was on blood products were needed to stop the bleeding. By the time the patient arrived to the or the bleeding had stopped so no surgery was required and the patient stabilized. Physician¿s opinion regarding the causality of adverse event was procedure-related.